Event description:
Reporter alleged the customer discrepant back to back glucose results of 468 mg/dl, 205 mg/dl, 109 mg/dl and 183 mg/dl when all tests were performed within 10 minutes on the aviva system. No actions were reported taken or treatment received. No adverse event reported. A request was made for the return of the suspect device and replacement product was sent.